Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to ensure the pump was not plugged into a power source and to press the button firmly, which resulted in the screen lighting up and the pump functioning as intended.